Event description:
Per the clinic, the patient was treated with steroid injections (dates not reported) due to post operative "facial nerve spasms". The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.